Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was without stimulation and his ipg was unable to communicate with the charger. The programmer was able to communicate, however an error message ws displayed. A replacement charging system was sent to the pt, however, the issue persisted. The sjm representative met with the pt and indicated a charger and programmer were unable to communicate with the pt's ipg. Surgical intervention may be taken at a later date.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model. Effective therapy was restored postoperative.

Manufacturer narrative:
Correction number. 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.